Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with a high blood glucose level of 500 mg/dl. The customer reported that they experienced chest pain as a result of high blood glucose level. The customer was treated with intravenous drip at the hospital for high blood glucose level. The customer also reported that the insulin pump had insulin flow block alarm. It was unknown whether the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.